Manufacturer narrative:
(B)(4). Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. The patient anatomical conditions were not reported with the case information which may have aided in the investigation and determination of cause. It is possible the sds met resistance during advancement in the lesion, resulting in the shaft kinking. Further manipulation of the shaft after it had kinked likely contributed to the shaft ultimately separating; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. In this case, with the limited information provided and without the product to examine, a conclusive cause for the reported hypotube separation could not be confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use the proximal shaft of the promus rx broke and was replaced with another non-abbott stent delivery system. No patient effects were reported. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.